Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 800 mg/dl. The customer stated that she was going in and out of consciousness prior to the event. Troubleshooting was not possible as the insulin pump was misplaced during transport to the hospital. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.